Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed change sensor and had a low blood glucose event. The customer¿s blood glucose was 47 mg/dl at the time of incident. Customer¿s parent stated that the sensor was not securely taped to the skin and it has moved. Customer had a low blood glucose of 47 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis. Frn-reservoir. Unomedical infusion set. Ozo- mmt-7008-sensor.